Manufacturer narrative:
(B)(4). Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected insert battery low battery replace battery replace battery no or power loss" errors were noted during testing. Self test returned a hardware low level failure alarm hardware low level failure alarm is confirmed in the formatted history file (variable info = 9) due to a software issue and (variable info = 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No unexpected audio/vibrate anomaly or absence of alarms were noted during testing.

Event description:
The customer reported via phone call that their insulin pump alarmed replace battery now alarm with prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated the battery cap not loose, cracked or damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.